Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of pen needles autoshield duo 30gx5mm were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: autoshield needle failed to administer insulin into patient. It was impossible to know. How much insulin, if any, was administered to patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen needles autoshield duo 30gx5mm were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: autoshield needle failed to administer insulin into patient. It was impossible to know. How much insulin, if any, was administered to patient.